Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203) was confirmed. As received, the monitor was displaying a service code 203. The cause for the failure was isolated to a shorted q3 component on the computer/analog pca. The root cause for the shorted q3 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 203 (pulse test fault).